Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07996 and 2134265-2015-07995. It was reported that automatic pullback failure occurred. The target lesion was located in the coronary artery. During an intravascular ultrasound (ivus), an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled. It was noted that there was an issue with the ivus. The physician could not get an image. Everything was then disconnected and then the imaging catheter was flushed again and then reconnected. The ilab was then rebooted and then the physician got an image. However, it was noted that it would not pullback. The procedure was completed with a manual pullback. The patient's status is stable.